Event description:
Correction: the device being prepped was a 3.5 x 12 nc trek, not a 5.0 x 12 mm nc trek as initially reported.

Manufacturer narrative:
(B)(4). Evaluation summary: abbott analyzed the returned device and confirmed resistance when removing the balloon sheath. A review of the complaint handling database found no other similar incidents from this lot. Abbott conducted root cause analysis and during further review of the complaint handling database and other sources of nonconformity data found the occurrence to be potentially related to a manufacturing issue. Continued assessment of this issue per site operating procedures was per performed and corrective action implemented. These devices will continue to be monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during preparation of the 5.0x12mm nc trek balloon dilatation catheter, the protective sheath was not able to be removed. There was no patient involvement and there was no reported clinically significant delay in the procedure. No additional information was provided.